Event description:
Days after a procedure with the tenex health tx system, a patient was admitted to the hospital with complications on both the treated foot and the untreated, contralateral foot. It is believed the complications were infections. It is unclear what part of the feet were affected, or if the complications were related to the ulcer treatment with the tenx health tx system.